Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using an unspecified number of bd vacutainer® sst¿ blood collection tubes, the tube broke during centrifugation. No patient or user impact reported.

Event description:
It was reported that while using an unspecified number of bd vacutainer® sst¿ blood collection tubes, the tube broke during centrifugation. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-mar-2025. Investigation summary: bd received 1,000 samples for investigation. Out of these, 30 returned samples underwent a visual inspection for damages, and all passed without any issues. Additionally, 10 returned samples were subjected to functional tests for brittleness, and all passed successfully. For retained samples, 30 underwent a visual inspection for damages and all were found to be within specification limits. Furthermore, another 10 retained samples underwent functional tests for brittleness and all passed successfully. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.